Event description:
It was reported that a patient dropped his patient programmer about six months prior to the report and since then, it didn¿t work and nothing was showing up on the screen. The patient¿s device was for incontinence and since he dropped his programmer, he had been voiding. There was a loss of therapeutic effect and the patient was uncertain if therapy was on or not. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v918390, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).